Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display screen on their insulin pump. Customer's blood glucose level was 122 mg/dl. Customer advised their insulin pump shut off 3 times. Customer advised they replaced the battery and the device continues to shut off. Troubleshooting for the blank display was performed. Customer was advised a replacement battery cap will be sent out and to replace the device with a new battery when the cap arrives. Customer was advised to call back if issues persist.